Manufacturer narrative:
Device not returned.

Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2011. Later the patient experienced urgency with dribbling incontinence, urinary retention, stress urinary incontinence, nocturia, bedwetting, leaking all the time with recurrent urinary tract infection, micro hematuria, erythema and inflammation of the bladder from the recent cystitis. Between (B)(6) 2011 and (B)(6) 2012 the patient was seen and treated multiple times with indwelling catheter and pvr checks. Bactrim was prescribed on (B)(6) 2012. Toviaz was prescribed on (B)(6) 2012. Oxybutynin, bactrim and vesicare were prescribed and a cystoscopy was performed on (B)(6) 2012.